Event description:
It was reported to nova biomedical that a consumer received a result of 324 mg/dl on their blood glucose meter. The consumer administered 20 units of insulin based on that result. Subsequently, the consumer experienced a hypoglycemic event requiring medical and emergent food intervention. When the emts arrived, they received a blood glucose result of 30 mg/dl on their unk brand of meter. The consumer consumed emergent food to help raise his blood glucose level. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips, as instructed in our directions for use. A control solution test was performed while troubleshooting with customer support showing the test strips to fall out of range. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.